Manufacturer narrative:
The device has been returned for an evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
Patient stated concentrator caused a fire in his home (small fire and put out quickly). No harm was done to the patient.

Manufacturer narrative:
Unit was returned for evaluation. The tests performed, which consisted of visual inspections and of multiple functional tests, indicate that the visionaire oxygen concentrator in question is operational. Visual inspections show that the outer fire damage was superficial and it did not reach the unit's internal components. Functional tests revealed that the concentrator test unit meets its functional specifications and runs without failure during extended periods of use. In regards to the fire described by the adverse event form, the melted transparent plastic attached to the unit's lower front cover, the directionality in which the unit's front casing was charred, and the damage to the removable plastic barb point to the fire originating outside of the unit at the cannula. An ignited cannula could have burned through its length causing the charring to the outer casing. It also could have melted the unit's removable plastic barb as the cannula fire reached the oxygen outlet. The factors that led to the fire could not be determined by the information provided or by the results of this test.